Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log related to obm_accy_urgent_service and the device failed a test step for obm_accy_urgent_service during testing. The device's oxygen blending module board was replaced to address the issues. Additionally, the following parts were replaced as regulated by maintenance procedure to prevent failure: trilogyo2pm1 kit, detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 200/02 flow sensor assembly, 200/02 tubing kit, oxygen blender manifold and power cord. (The oxygen blender purge fan is included in the oxygen blender pca) which were not related to device malfunction. Performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly.